Event description:
Note: this report pertains to one of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a treatment of varicosity procedure performed on (B)(6) 2022. During the procedure, the physician was able to deploy the first band but the remaining bands could no longer be deployed. A second speedband superview super 7 was used. The physician was able to deploy a few bands; however, the same problem recurred. A third speedband superview super 7 was used, but same thing happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Medical device problem code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (only the ligator head was returned ) was analyzed, and a visual evaluation noted that the ligator head had four bands attached and some of them had moved from their position and overlapped. The suture thread was not returned. The device was observed under magnification and the ligator head teeth were found bent/damaged, some bands were damaged and had overlapped while the suture hole was in good condition. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head were damaged/bent, and the ligator head had four bands attached, some of them had moved from their position and overlapped, suggesting that the device unable to deploy. These conditions could have been generated due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device, the crooked teeth clearly showed that the functionality of the device was affected in some way, possibly the tortuosity or anatomical conditions of the patient. The inability of the device to deploy could have caused extra strain on the band until it broke. Since only the ligator head returned, it is not possible to carry out a more thorough investigation to determine the influence of the device. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to one of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a treatment of varicosity procedure performed on (B)(6) 2022. During the procedure, the physician was able to deploy the first band but the remaining bands could no longer be deployed. A second speedband superview super 7 was used. The physician was able to deploy a few bands; however, the same problem recurred. A third speedband superview super 7 was used, but same thing happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.